Event description:
It has been reported to philips that the device's footswitch pedal was not functioning, which can impact imaging. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Upon functional testing, the fse found that the system was intermittently generating x ray due to wired footswitch issue. To resolve the reported issue, the fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.